Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The current blood glucose reading 180 mg/dl. Insulin squirted out during the manual prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.